Event description:
On (B)(6) 2014 the reporter contacted animas alleging that the patient was hospitalized for blood glucose (bg) over 600mg/dl with large ketones, nausea, vomiting, and diabetic ketoacidosis associated with an inaccurate delivery issue. The patient was reportedly treated with insulin via the pump and IV fluids, however the patient reportedly discontinued insulin pump therapy. Customer technical support reviewed the pump with the reporter and found that the time and date were set correctly and all histories and settings were correct. However, this complaint is being reported based on the allegation that the patient experienced hyperglycemia requiring medical intervention associated with an unresolved allegation that the pump was not delivering as expected.

Manufacturer narrative:
The pump has not been returned to animas. If the device is returned, an evaluation shall be completed and a supplemental report will be filed. No conclusions can be made at this time.